Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 193 events were reported for this quarter. Product return status: 184 devices were received for evaluation; 6 devices were available for evaluation but have not yet been received; 3 devices were not available to stryker for evaluation. Evaluation status: 181 events were confirmed during testing; 181 devices were found to be affected by missing paint chips; 3 devices evaluation is in progress. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 193 malfunction events in which the device had paint chips missing. The 192 events had no patient involvement; no patient impact. The 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 193 total events were initially reported. 193 previously reported events are included in this follow-up record.   Product return status 188 devices were received. 5 devices were not available for evaluation.   Evaluation status 188 reported events were confirmed during testing. - 188 devices were found to be affected by missing paint chips.   Additional information 193 devices were not labeled for single-use. 193 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 193 </noe> malfunction events in which the device had paint chips missing. 192 events had no patient involvement; no patient impact. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 11 previously reported events are included in this follow-up record.   Product return status 8 devices were received for evaluation. 1 device was available for evaluation but has not yet been received. 2 devices were not available to stryker for evaluation.      Evaluation status 7 reported events were confirmed during testing. - 7 devices were found to be affected by missing paint chips. 1 device evaluation is in progress.   Additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 192 </noe> malfunction events in which the device had paint chips missing. 191 events had no patient involvement; no patient impact. 1 event had no patient involvement; no patient impact.